Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0084 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that an operator had found a broken catheter during tpn. No patient harm has been reported. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause appeared to be use related. One d/l groshong PICC was returned for investigation. A break was observed in the dual lumen tubing within the distal end of the white molded bifurcation. A microscopic examination of the break revealed a granular and uneven surface, which is indicative of a tensile break. Elastic weakness was observed in the d/l tubing adjacent to the break site, which indicates that the tubing was stretched. The product IFU lists securement techniques for the groshong d/l PICC. A lot history review (lhr) of rebr0084 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that an operator had found a broken catheter during tpn. No patient harm has been reported. No other information was provided.